Event description:
It was reported that during a video assisted thoracoscopic surgery procedure, the device fired, cut and stapled properly. As the surgeon was removing the device, the cartridge came dislodged and fell into the thoracic cavity. The surgeon retrieved the cartridge and removed from the patient. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4).